Event description:
It was reported that when the device was used during a nephrectomy, the cartridge fell into the patient and was removed by the surgeon. It was not reported how the case was completed. There was no repported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.